Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantites. It was reported that the patient was unable to cock back the spring on the insertion device on (B)(6) 2026. No further information available.